Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 206461-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Na.

Event description:
The director of nursing questioned results for 1 patient tested on coaguchek xs meter with serial number (B)(4). Based on the information provided, erroneous results were generated when testing on the coaguchek xs meter. At 10:30 a.m. The result from the meter was 6.6 inr. At 10:38 a.m. The result from the meter was 4.7 inr. At 11:00 a.m. The result from the laboratory using an unknown method was 3.1 inr. The patient was tested on the meter again at 3:15 p.m. And the result was 5.5 inr. A different finger was used for each meter test. None of the meter results were believed to be correct. The result from the laboratory was considered to be the definitive result. The patient's therapeutic range is 2-3 inr. No adverse event occurred. The patient is in good condition. The patient is not on heparin or any direct thrombin inhibitors. The suspect product was requested for investigation.